Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal following a coronary angiogram procedure. Reportedly, the physician "felt significant resistance while pulling the device out." Continued attempts to withdraw the device lead to separate of the distal 7-cm of the sheath in the femoral artery. F/u communication with the physician confirmed that the pt was taken to the or where a femoral cut down procedure was performed and the detached portion of the sheath was successfully removed. The pt has been released to the care of the physician who removed the sheath. The pt is reported to be "ok" with some post-operative discomfort in the abdomen/groin area.

Manufacturer narrative:
Results and conclusions: based upon eval of user facility info and device photographs; based upon reserve sample testing. The user facility has provided several photographs of the device, but the actual sample has not been returned. Visual examination of the photographs confirmed that the sheath had initially stretched during the removal attempts, followed by complete separation of the device into 2-pieces. No abnormalities or defects were noted on visual inspection of retained samples and all samples passed functional testing. A review of the device history records indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description and the appearance of the device in the photograph are consistent with the sheath having been damaged as a result of continuing to attempt to withdraw the device against resistance. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in qa for appropriate tracking, trending, and f/u.